Event description:
(B) (4) same case as MFR report #: 2134265-2010-02743. It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced hypotension and bradycardia. The index procedure treated the 99% stenosed, 7.0x10mm target lesion located in the ostium of the left internal carotid artery, which extended into the 80% stenosed ostium of the left common carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x29mm carotid wallstent. Following post dilation with an unspecified balloon the residual stenosis was 20% in the left internal carotid artery and 0% in the left common carotid artery. During the procedure the patient experienced hypotension and bradycardia. The patient was treated with medication for both events which resolved without residual effects the next day and the patient was discharged. Per the physician, the event relation to the carotid wallstent and index procedure were listed as "highly probable".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)